Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - zimmer biomet traumaone system contra angle cross-drive blade catalog #: sp-2379 lot #: ni; zimmer biomet ribfix blu system temporary fixation screw, contra angle catalog #: 76-0017 lot #: ni. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00290.

Event description:
It was reported that during an orif of fractured ribs the drivers either stripped or pins became stuck in the drivers. One pin became stuck in the driver during use on the patient's fourth rib and in an attempt to free the pin, the surgeon pulled on the driver causing the temporary pin to pull and strip the patient's bone. No additional patient consequences were reported.